Manufacturer narrative:
Additional information : a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink duo-vent secondary medication set would not prime. The secondary set was being setup to deliver an unspecified antibiotic to the patient and an unspecified pump was being used. This issue occurred during priming and prior to patient involvement. To resolve the issue, the nurse used another secondary set. There was no patient involvement. No additional information is available.